Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that following an implant procedure, the patient reported pain in the ribs and pelvic region. Turning off stimulation did not make a difference in the pain. The patient was also provided with steroids, but that did not improve the pain. The ipg and paddle lead were subsequently explanted. There were no reports of further complications.